Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x15mm unspecified coronary balloon which reduced the stenosis to 70%. A 2.50x20mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The physician exchanged the device for a 2.50x16mm taxus liberte sds. This device was advanced but also could not cross the lesion. Since sufficient results were achieved with pre-dilatation the procedure was aborted without deploying a stent. There were no patient complications and the patient's current condition is listed as "stable". The patient is being medically managed and will be brought back for treatment of the lad. However, the returned product analysis of the 2.50x16mm taxus liberte sds revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed proximal and distal stent damage. The distal stent struts on rows 1 and 2 were pulled distally. The proximal stent struts on row 1 to 3 were misaligned. Further examination also revealed that the tip was flared. There was solidified blood present within the inflation lumen indicating the device had been used in vivo. The balloon section of the device was visually and microscopically examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).